Event description:
It was reported the customer has experienced a trend with syringe pump repairs regarding the barrel clamp. Customer is seeing hairline fractures and fractures of the barrel clamp. Customer alleges that the cracks are "potentially linked" to an increase in syringe module repairs and work orders. Customer confirms they are using bleach wipes for pump disinfections. There was no patient involvement. Additional information was provided by customer during an on site visit. It was reported the majority of the damage that has been observed and repaired by clinical engineering (ce) was a result of damaged reported by clinicians and observations made by ce when performing repairs or troubleshooting of other reported malfunctions. Nursing is wiping the devices at least 2 times per-shift most of the time it is with pdi super-sani cloth germicidal disposable wipes. The chemical is allowed to dry on the syringe modules. It is not removed until pems team cleans the alaris devices after discontinuation of use and discharge of patient. Pems uses bleach to clean the alaris system devices.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.